Event description:
It was reported that the pump battery was depleting too fast, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. During troubleshooting, technical support confirmed the battery depletion issue. Customer reverted to an alternate method of insulin therapy.